Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2025 the user noticed a weakening of the magnet strength of his processor (rondo 3) holding over his implant. The clinic has scheduled a surgery to change the implant magnet on (B)(6) 2025.

Event description:
In (B)(6) 2025 the user noticed a weakening of the magnet strength of his processor (rondo 3) holding over his implant. The rondo 3 only seems to hold on the upper side of the coil and on the lower side retention is weak. The internal magnet was surgically exchanged.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient used the device without any problems for almost 3 years and then noticed a decreased magnet strength and a misalignment of the audio processor over the coil. A revision surgery to exchange the implant magnet was performed successfully. The implant stays implanted and in use. Device investigation of the magnet revealed that two snap rings instead of one were placed inside the magnet assembly due to human error during manufacturing. Normally, this described misassembly of the magnet is detected during implemented tests in manufacturing. However, in this single occurrence, review of the device history record shows that all tests have been performed and passed during manufacturing.